Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. Evaluation found a failing upstream sensor to be the cause.the failed upstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a false upstream occlusion alarm. There was no patient involvement.